Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had normal blood glucose levels of 5.7 mmol/l. The customer reported a battery out limit alarm from the insulin pump. The customer reported that the insulin pump alarmed during normal use. The customer also reported a weak battery alarm after clearing the battery out limit alarm from the insulin pump. The customer reported that the battery icon on the insulin pump was full. The customer did not feel comfortable with the insulin pump would like to have it replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not plugged properly into the interface board. No battery alarms could be tested due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.